Event description:
On (B)(6) 2010, patient reported his up arrow button was not always responding. During troubleshooting, the down button did not respond the first time, but responded the 2nd time. Patient stated this was the 1st time the down button has given him trouble. Patient reported the issues were discovered when he boluses or put the infusion device to "50% power". Patient stated the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.